Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold and the helix would extend after retraction upon attempting to reposition the lead. The rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold and the helix would extend after retraction upon attempting to reposition the lead. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The allegation against the helix was confirmed based on the x-ray observation of a necked down, deformed cathode (inner) coil near the terminal end. The threshold allegation was not confirmed as the lead passed both continuity and hipot tests.